Manufacturer narrative:
Analysis findings of the implantable neurostimulator found the setscrew was backed out too far.

Event description:
The manufacturing representative (rep) reported during an implantable neurostimulator (ins) replacement, the lead was unable to be inserted all the way into the header block. It was noted that an impedance test showed high impedances on 3 different lead combinations (c<(>&<)>2; 0 <(>&<)>2; and 1<(>&<)>2). A new ins was used and an impedance test showed normal impedances. The rejected ins was returned for analysis and the patient recovered without sequelae. No symptoms were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was not able to have a battery replacement due to abnormalities on the new battery. It was indicated that the patient was still using the old one. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter who supplied the patient's weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.